Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors disconnected. It was further reported that the one-link ¿would spin off and become disconnected with no leak¿ when connected to a non-baxter product. This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.